Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of between 46-65 mg/dl. Reportedly, customer had consumed fast-acting glucose and bg trended upward rapidly, resulting in an automatic correction bolus. Bg was addressed via consumption of glucose. The customer was instructed to consult with healthcare provider regarding bg level.